Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that a spectrum turbo-ject antibiotic power injectable PICC (upics-3.0-CT-nt-abrm-1110) from lot 9550020 leaked. The customer could not clarify exactly where the device leaked. The device was in place for three weeks prior to the leakage and was replaced with a peripheral IV. Cook became aware of this event on (B)(6) 2020 upon being notified by an rn-bsn from primary children¿s medical center. The patient reportedly experienced no adverse effects as a result of this incident. A review of documentation including the complaint history, device history record, instructions for use (IFU) and quality control, as well as a visual inspection of the returned device was conducted during the investigation. One 3fr abrm coated PICC was returned for evaluation. A visual inspection found the catheter tubing to be separating from the hub. A hole appeared to be in the tubing as well. No other damage was noted to the device. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient controls are in place to detect this failure mode prior to release. The risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record for lot 9550020 found no related nonconformances that could have contributed to the failure mode. It should be noted that there were no other complaints from the field reported for this lot number. There is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. An attached table describes maximum labeled flow rates and average catheter pressures for various french sizes. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. The appropriate personnel have been notified. A CAPA is currently open to investigate this failure. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: product identifier, d1, d4 - lot, rpn, UDI, d10, g5, h6 - patient code. G5 - PMA/510(k) #: k100974. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported in additional information received on 18feb2020 that a fluid bolus was being administered at the time of the failure. It is unknown exactly where the PICC was leaking. After the PICC line was removed, the IV team decided to place a peripheral IV. The device was in place for 3 weeks before the failure was noticed. The patient was described to be active, but was not out of bed. No unintended section of the device was left in the patient. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exact rpn of complaint device has not been provided but it was reported the device was a "cook 3 fr CT". Unknown as the exact rpn of the complaint device is unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a 3 french cook PICC line was found to be leaking. The patient's right ac PICC line had been heparin locked, and 4 hours later the patient was sedated in order to have an MRI performed. When the patient returned from the MRI, a "phase 1 nurse" was administrating a bolus through the line when she noticed that it was leaking. After assessment by the user facility's IV team, the device was determined to be unusable. Consequently, the bedside nurse removed the device from the patient. No adverse effects to the patient have been reported. Additional information regarding the event, device, and patient has been requested but is unavailable at this time.